Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing bipolar impedance and increasing thresholds. It was noted that the physician believed the value changes were related to exit block. The patient was taken in for a lead replacement. It was further reported that during the replacement procedure, the lead helix could not be retracted. The lead was removed via laser and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.